Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The provided log file from this system controller, as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 1 hour (B)(6) 2021, 19:53 ¿ 20:55 per time stamp). The patient¿s speed was observed to be 0 rpm throughout the beginning of the data, and driveline disconnect flags were intermittently observed. A driveline power fault alarm became active at 20:09, correlating to a damaged power a line, and remained active throughout most of the remainder of the data. The patient¿s pump speed also resumed speeds above the low speed limit at 20:09 when the driveline was reconnected. The driveline was disconnected again at 20:24 and reconnected within the same minute. No other notable events were observed. The returned system controller (serial number (B)(6) was tested and alarmed with a driveline power fault alarm upon being connected to a mock loop. The controller¿s fuse a was observed to be damaged. This component was replaced with a new component, and driveline power fault alarms were unable to be further reproduced after this replacement. Then, the controller was functionally tested and was found to perform as intended. The controller was also tested alongside the returned modular cable (lot number 7647518, investigated separately). Although the mod cable¿s bent pins were straightened, and its power a line pin was damaged, atypical events were not reproduced while the cable was in use with the controller. The root cause of the damage to the controller¿s pcb appeared to have been correlated to the damaged modular cable, which may have damaged the controller¿s fuse upon being attempted to be reconnected multiple times with its damaged pins. The heartmate 3 patient handbook instructs users to never disconnect the mod cable from either the controller or the inline side, as disconnecting the driveline will cause the pump to stop. The heartmate 3 patient handbook addresses all alarm conditions, including controller fault and driveline power fault alarms, and what actions to take when they occur. The heartmate 3 patient handbook instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in recovery and being prepared for discharge training. On (B)(6) 2021 at night a driveline disconnect alarm was activated. The patient had low flow events. The nurse recognized disconnected modular cable from percutaneous driveline. As patient became unconscious the team started cardiopulmonary resuscitation (CPR). After an unsuccessful attempt to reconnect the driveline, a few pins were bent. A new modular cable was used and the pump was restarted. An lvad driveline power fault the occurred. The patient's controller was replaced and no additional alarms were noted. The patient was extubated on (B)(6) 2021 and is recovering. Patient was noted to have respiratory failure during the event and required intubation. The patient did not have a neurological deficiency. It was noted that it was very likely that the patient disconnected the modular cable themselves. The event resolved without sequelae on (B)(6) 2021. Related manufacture number: 2916596-2021-03140 (pump) and 2916596-2021-03083 (modular cable).